Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose discrepancy. The insulin delivery was suspended due to the sensor glucose (sg) vs. Blood glucose (bg) difference. The customer reported a blood glucose value of 79 mg/dl. The customer reported hypoglycemia treated with glucose tablet. The event involved product(s) mmt-7040a, mmt-431aj, mmt-342g, mmt-1884. Troubleshooting was performed for sensor issue and the customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The sensor glucose reading was 112 mg/dl and blood glucose was 79 mg/dl and the difference between sensor glucose vs. Blood glucose was more than 30%. The sensor glucose vs blood glucose difference was not within range. The customer was advised to wait at least an hour and if blood glucose is stable to calibrate. Troubleshooting was performed for hypoglycemia. Customer had been using the insulin pump system within 48hrs of reported low bg event. The customer was not using auto mode at a time of event. No further patient complications were reported. Product return for mmt-7040aa was not expected. Product return for mmt-431aj was not expected. Product return for mmt-342ga was not expected product return for mmt-188 was not expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.